Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and undersensing was observed. The lead was explanted during device explant. No further information was available.